Event description:
Note: this report pertains to two of two devices used during the same procedure. Manufacturer report # 3005099803-2013-13033 addresses the first rotatable snare, and manufacturer report # 3005099803-2013-13032 addresses the second rotatable snare. It was reported to boston scientific corporation on (B)(4) 2013 that two rotatable snares were used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure the first rotatable snare was not cutting a large 2cm polyp. The user made adjustment to the settings, but did not resolve the issue. The handle was examined and it was noticed that the end of the sheath was starting to melt. A second rotatable snare was used with the same issues. The procedure was completed with a captivator snare and a different generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found that the proximal section sheath was damaged. However, the unit extended and retracted according to specifications during functional testing. An electrical test was performed, and the resistance was found to be within specifications. The complaint that the snare was not cutting the target polyp could not be confirmed; the device passed the functional and electrical tests. However, the reported damage to the sheath was confirmed via visual inspection. According to the complaint, the device was inspected prior to use and no issues were noted. Additionally, it is possible that the generator was not functioning properly, as it displayed an error message during the procedure. Based on this information, it is likely that anatomical/procedural factors limited the performance of the device during use. Therefore, the most probable root cause of this event is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this report pertains to two of two devices used during the same procedure. Manufacturer report # 3005099803-2013-13033 addresses the first rotatable snare, and manufacturer report # 3005099803-2013-13032 addresses the second rotatable snare. It was reported to boston scientific corporation on september 23, 2013 that two rotatable snares were used during a colonoscopy procedure performed on (B)(4) 2013. According to the complainant, during the procedure the first rotatable snare was not cutting a large 2cm polyp. The user made adjustment to the settings, but did not resolve the issue. The handle was examined and it was noticed that the end of the sheath was starting to melt. A second rotatable snare was used with the same issues. The procedure was completed with a captivator snare and a different generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Correction: the generator was not a bsc product. It was reported that the generator was displaying an error message, but the exact error is unknown. Additional information received november 18, 2013: the generator was being used in "cut" mode.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.